Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any staple formation issues noted in the primary procedure? None noticed. How was the common channel closed? Unknown. Were there any other stapling devices used? Unknown. Was the bowel extracorporealized for ntlc use in the original procedure or was an endocutter used? Extracorporealized. What color cartridge was used? Blue. What is the current patient status? Unknown.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any staple formation issues noted in the primary procedure? None noticed. How was the common channel closed? Unknown. Were there any other stapling devices used? Unknown. Was the bowel extracorporealized for ntlc use in the original procedure or was an endocutter used? Extracorporealized. What color cartridge was used? Blue. What is the current patient status? Unknown.

Event description:
It was reported that during a laparoscopic right colon procedure, surgeon reported a recent right colon he did using this device had to go back to the or for post op bleed/leak. Mentioned it was oozy and able to clip lap. No signs of bleeding intraoperatively and performed for non-cancerous patient. Patients was for diverticulitis. He felt patient tissue was not compromised. Procedure completed by clipping using a clip applier laparoscopically. One device was discarded.